Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a fast polymorphic rhythm detected in the vt 1 and vf zones. The healthcare professional (hcp) stated that the device delayed therapy by 12 seconds. Boston scientific technical services (ts) discussed this was due to the device being implanted for over 10 years, therefore, charge times are expected to increase. Additionally, during the episode, 2 beats were undersensed, delaying therapy by approximately 0.5 seconds. No adverse patient effects were reported. At this time, this device remains in service.